Manufacturer narrative:
The bleeding resolved once the user went to urgent care. No further investigation is required.

Event description:
On feb 12th 2020, senseonics was made aware of an adverse event where the user reported a lot of bleeding at insertion site and visited urgent care.